Event description:
Litigation papers allege pain and lack of mobility, and metal poisoning. Doi: (B)(6) 2007 dor: none reported. Update: pfs (B)(6) 2012 dob: (B)(6) 1950 part/lot #s add head.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.